Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had reoccurring unexpected restart alarms and external ram error alarms on the insulin pump. They tried changing the batteries but the device shut off. The customer¿s blood glucose level was 124 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify alarm due to blank display. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.